Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator. It was reported that the device was explanted on an unknown date due to postoperative rejection in the hospital. It was also noted that there was not a greater than 50% reduction of symptoms. The cause and what troubleshooting that was performed related to the event were unknown. It was also unknown when the event began occurring. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep). It was reported that the event date, explant date, resolution, the reason for hospitalization, and the patient's weight at the time of the event were all unknown as the patient refused to answer. No further complications were reported/anticipated.